Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for motor error when the reservoir was low. Customer does not recall any significant events leading up to the alarm. Advised the customer that the insulin pump will be replaced. Customer called back and refused the replacement insulin pump and wanted to speak to a representative to clarify difference between continuation of therapy insulin pump and a upgrade. Nothing further reported.